Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. The blood glucose level of the customer was 51 mg/dl at the time of the incident. The customer was treated with the orange juice. The customer declined troubleshooting. The insulin pump, reservoir will not be and sensor will be returned for the analysis.